Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the xper flex cardio 2010 rev-c-exchange indicating there was no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips technical support engineer (tse) went onsite to evaluate the device in question. The tc provided the customer with an exchange device to resolve the issue. The tc sent the original device for bench repair for further evaluation. At the bench, it was confirmed the device "does not" have sound coming from the speaker. Side note: the unit itself was pretty beat up and corroded, it also has the old revision speaker installed in it. After the device was exchanged with a new one, the customer's issues were resolved. The original device was evaluated at bench repair, and it was confirmed it had an old revision speaker with no sound. No further investigation or action is warranted at this time.